Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual inspection was noted that the suture had not broken in both of the loops below the splice section. It was observed the suture loop and one of the tails were frayed, white suture has a hole in the middle. One of the tails was not returned for investigation. One unpackaged ar-1588rt-2j was received for investigation. -visual inspection was noted that the suture had not broken in both of the loops below the splice section. It was observed the suture loop and one of the tails were frayed, white suture has a hole in the middle. One of the tails was not returned for investigation. -functional testing was not able to perform due to the damage of the product. -complaint not confirmed. The observed condition is attributed to undetermined. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported that during an anterior cruciate ligament surgery the loop of the device broke. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.